Manufacturer narrative:
Manufacturer's investigation conclusion: the report of material along the outflow graft was unable to be confirmed through this evaluation, as no images were provided and the device remains in use. Review of the submitted log file confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The submitted log file contained events from (B)(6) 2026. Low flow hazard events were captured on (B)(6) 2026. No other notable events were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with frequent low flow alarms, feeling weak and lightheaded. Right heart catheterization was performed, and it showed low filling pressure, so the patient was given fluid bolus. Computed tomography (CT) morphology was also done and it showed moderate amount of material along the outflow graft. It did not appear that it was enough to be limiting flow, but log files were sent to evaluate pump parameters to see if there was any other explanation for the low flow alarms. The log file captured some persistent low flow events from the evening of 16mar2026 into the early hours of 17mar2026. It was noted that the flows had recovered back into the 4lpm range. If the patient's pressure and volume were within normal limits and the patient continued to have the persistent low flow values, then it would be possible that the findings on the computed tomography could be limiting flow.